Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a reddish-brown material inside and a hole on the pebax with internal parts exposed. Initially, it was reported that the carto 3 system displayed a map sensor error (code 105) when the qdot catheter was inserted into the body. There were no impedance readings. The reporter stated they could not ablate. The catheter cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The magnetic sensor error and no impedance reading was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 30-apr-2025, a reddish-brown material was observed inside and a hole on the pebax with internal parts exposed. This was assessed as MDR reportable with an awareness date of 30-apr-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature and impedance test and magnetic sensor functionality test of the returned device were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as errors 105 and 106 appeared due to an internal due to the reddish material on the pebax. The force sensor error observed and the reddish material on the pebax could be related to the magnetic issue, therefore, the magnetic sensor issue reported by the customer was confirmed. The impedance issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The potential cause of the hole on the pebax could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).